Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in critical override with disconnected notices. The field service engineer found that the medstation was plugged into the wrong port. The field service engineer had a hard time pulling the station out of the seismic plate. The cabling was cleaned up and the tower connected to the station and was plugged in to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, device was offline in remote support services. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.